Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device was returned to bd for evaluation. The investigation was confirmed for peeling an was unconfirmed for inflation issues. A root cause has not been determined. The device was labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code for the conquest pta dilatation catheter products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7564j pta balloon dilatation catheter allegedly experienced peeled. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient was (B)(6) kgs.